Event description:
Patient's infusion set tubing separating at the luer lock. Caller indicated that the outer tubing had pulled away, however the inner tubing was still connected. Caller did not report patient experiencing any physiological effects related to this event. Caller did not report patient requiring medical assistance to address this issue.

Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r.